Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 4atm upon first inflation for 5 seconds. The procedure was completed with different device. No patient complications were reported.